Event description:
The patient contacted animas on (B)(6) 2013 alleging the pump had no power when he attempted to perform a bolus. The battery was noted to be corroded. The patient denied water exposure and stated that the battery exploded in the pump. The patient reportedly attempted a battery change; however, the pump did not power on. The patient denied that the pump emitted any alarms or warnings prior to the pump powering off. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged malfunction remained unresolved.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/23/2013 device evaluation:the device has been returned and evaluated by product analysis on 12/11/2013 with the following findings: during investigation, the pump powered on to the "verify" screen. There were no warnings related to complaint observed in the pump history. The battery compartment was found to be intact; no cracks were observed. The battery cap was able to be fully tightened, however, the pump had intermittent power when powered on with the returned battery cap. There was evidence of moisture contamination observed on the underside of battery cap. A test battery cap was used for all testing. The pump was exercised with a test battery cap for 24 hours with no power loss or battery related warnings observed. A leak test was performed and showed a leak at the display lens. The pump case was removed and there was no evidence of additional moisture contamination identified inside of pump.